Event description:
Rptr had breast implants placed 7/26/86. In the surgical area, she had infection, hematoma, excess fluid and numbness. The left implant ruptured and the right implant had bleeding through the envelope. She had one capsular contracture on the right and one open capsulotomy. She had calcium deposits. A medical professional has confirmed the presence of silicone outside the breast scar tissue capsule. Rptr c/o chronic bladder/urinary infections, intestinal cystitis, high and low blood pressure; peripheral neuropathy; demyelinating neuropathy; carpal tunnel syndrome; brain lesions; organizational difficulty; lack of concentration; short-term memory loss; getting lost or confused; dementia; inability to drive at night; balance disturbances/vertigo/dizziness; atypical ms; organic brain syndrome; chest/rib cage pain and/or burning sensation and inflammation; elevated cholesterol; eye nerve damage; surgery to remove lacrimal glands left eye; thyroid problems; adrenal problems; addison's disease; chronic swelling, pain and heat or cold sensitivity of extremities; raynaud's disease; frequent low grade fever; chronic diarrhea and/or constipation; irritable bowel syndrome; hysterectomy; oophorectomy; unexplained cysts all over abdominal cavity; unexplained substantial hair loss not connected with medications; frequent migraines/severe headaches; trigeminal neuralgia; supraventricular tachycardia; mitral valve prolapse; hypersensitivity or allergies to chemicals, molds, dust or pollen, insect bites or stings; unusual chronic infections; connective tissue disease; lupus, athypical lupus; sjogren's syndrome; joint inflammation, swelling, pain/arthralgia; rheumatoid arthritis; persistent joint stiffness; elevated liver enzymes; wheezing; chronic swollen lymph nodes neck and under arms; stopped hair growth under arms; chronic unexplained muscle spasms, especially of back, frozen left shoulder muscle pain and burning; muscle atrophy; fibromyalgia; myositis or polymyositis; fascitis; unexplained rashes; sun sensitivity; unexplained severe itching; non-restorative sleep; vasculitis; thoracic outlet syndrome; chronic fatigue syndrome; long-term extreme fatigue; granulomas or siliconomas; clumsiness/drops things; misjudges distance/runs into objects; sicca; hypogammaglobulinemia; septicemia; adrenal insufficiency/failure. Due to balance problems she has fractured/broken many bones.